Event description:
During a procedure, blood was noted to be leaking from the side-port tubing. The sheath was replaced to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.